Event description:
The consumer reported an accidental reagent exposure to the nostrils with a binaxnow covid-19 antigen self-test on (B)(6)2023. The consumer dipped the test swab in the reagent first then swabbed his nose. The consumer immediately flushed his nose with clean water and confirmed he did not experience any burning or inflammation as a result of the exposure. In addition, the consumer stated he was fine after the exposure and did not require any medical intervention. No additional information was provided.

Manufacturer narrative:
FDA UDI (B)(4). A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single-use: device discarded.

Event description:
The consumer reported an accidental reagent exposure to the nostrils with a binaxnow covid-19 antigen self-test on (B)(6) 2023. The consumer dipped the test swab in the reagent first then swabbed his nose. The consumer immediately flushed his nose with clean water and confirmed he did not experience any burning or inflammation as a result of the exposure. In addition, the consumer stated he was fine after the exposure and did not require any medical intervention. No additional information was provided.

Manufacturer narrative:
FDA UDI (B)(4).the remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.